Event description:
Customer reported taxol leaking from a primary administration set, model and lot number unk. Although requested, no additional info was provided.

Manufacturer narrative:
Manufacturer's report date: 01/20/2011. (B)(4). The customer reported the device was discarded. Since the product was discarded we were unable to perform an investigation, the root cause of customer's experience is unk.